Event description:
The customer reported that the system did not fluoro. This did not happen during a case.

Manufacturer narrative:
The ge service rep troubleshot the system and isolated the problem to the lemo harness. He ordered and replaced the harness.